Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that needle sftygld 21x1-1/2 rb tw had foreign matter in the needle pack. The following information was provided by the initial reporter: defect black foreign matter found in needle pack when opening. The needle wasn't used to patient.

Manufacturer narrative:
H.6. Investigation: 8 photos were provided for sample analysis. 3 photos show two syringes connected with a needle assembly. It appears the syringe has been filled with a solution. Another three photos show just a needle assembly. The needle hub has black specks. From the photo we can not conclude it is embedded, or it is inside/outside wall of the needle hub. The last two photos show the packaging top web and a shelf box. Potential root cause for embedded foreign matter defect is associated with the needle supplier¿s manufacturing process. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. However, the probable root cause is unknown. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It was reported that needle sftygld 21x1-1/2 rb tw had foreign matter in the needle pack.the following information was provided by the initial reporter: defect black foreign matter found in needle pack when opening. The needle wasn't used to patient.